Manufacturer narrative:
The investigation of stroke/cva and limb ischemia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. B3 date of event was inadvertently reported incorrectly on the initial manufacturer device report number 1220648-2025-26073.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: impella cp with smart assist catheter insertion section: axillary insertion of the impella cp with smart assist catheter section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."

Event description:
A complainant reported the patient was on impella cp support. While on support, subarachnoid hemorrhage was observed in an area without aneurysm. Impella was removed because the bleeding was thought to be caused by impella since it was in an area without aneurysm. After removing impella, the 16fr sheath was left in place to keep the patient at rest for the subarachnoid hemorrhage, but a lower limb embolism occurred. Apparently the embolism was caused by the 16fr sheath used to insert impella. To treat the lower limb embolism the sheath was removed and blood flow was maintained through collateral circulation. The procedural outcome was the patient survived surgery.